Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: see cer (B)(4) .

Event description:
The following was reported to hamilton medical ag: summary: when calibrating pressure during preventive maintenance, the device did not stabilize the pressure to 50mbar, but instead, the pressure was slowly rising towards 55mbar and then stayed in this range. I had this kind of problem before and the problem was in the expiratory valve (msp160557).

Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint. The device didn`t work as intended but due to a defective expiratory valve. The issue is not likely to be serious to public health but potential to cause a delay in treatment or decision or can cause to an intervention, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator underwent a preventive maintenance routine. No patient, user or third party harm was reported. The root cause was determined to be a defective expiratory valve which was replaced. As the case is deemed a single case no further actions will be initiated.

Event description:
The following was reported to hamilton medical ag: summary: when calibrating pressure during preventive maintenance, the device did not stabilize the pressure to 50mbar, but instead, the pressure was slowly rising towards 55mbar and then stayed in this range. I had this kind of problem before and the problem was in the expiratory valve ((B)(6)).

Event description:
The following was reported to hamilton medical ag: summary: when calibrating pressure during preventive maintenance, the device did not stabilize the pressure to 50mbar, but instead, the pressure was slowly rising towards 55mbar and then stayed in this range. I had this kind of problem before and the problem was in the expiratory valve (B)(6).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: see (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only.